Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the rubber stopper on the end of the plungers on the inside of the syringes are not seated correctly. Some are not attached, or sideways. Fluid leaks out of them and they are unable to use them.

Manufacturer narrative:
The device history record (DHR) for lot 24h052 was reviewed and no anomalies related to the reported issue were observed. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. Photos and physical samples were returned for evaluation, the reported issue of fluid leak was not confirmed. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
Additional information was received on 17feb2025. The following sections were updated accordingly: d4, d9 and h3. A follow up report will be submitted once the investigation is completed.